Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that after using a transcutaneous electrical nerve stimulation (tens) unit the patient "had an episode". It was further reported that the patient had "gibberish coming out of his mouth, his heart rate got slower" and that there were issues relating to telemetry. The device remains in use. No further patient complications have been reported as a result of this event.